Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was intermittently failing and not opening. The field service engineer replaced latch and harness, greased latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager failed. The customer added that this malfunctioned occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.